Event description:
Della rocca, d. G., horton, r. P., di biase, l., bassiouny, m., al-ahmad, a., mohanty, s., gasperetti, a., natale, v. N., trivedi, c., gianni, c., burkhardt, j. D., gallinghouse, g. J., hranitzky, p., sanchez, j. E., natale, a. (2020). First experience of transcatheter leak occlusion with detachable coils following left atrial appendage closure. Jacc: cardiovascular interventions, 13(3), 306¿319. Https://doi.org/10.1016/j.jcin.2019.10.02. Medtronic review of the literature article found a study of 30 patients who underwent procedures for treatment of residual leaks following either percutaneous of epicardial left atrial appendage (laa) occlusion or exclusion procedure. Patient underwent percutaneous closure of the appendage using detachable coils. It was noted that concerto coils were used in multiple procedures which is off-label use of the concerto coils. It was reported that overall, 130 coil deployment attempts were made, 121 of which were detached from the system and released into the laa. The reason for not implanting the other 9 coils was not explained in the article. However, no adverse patient events were reported in relation to the coils that were not deployed and it was considered that acute procedural technical success rate was 100%. No device-related thrombi, coil migration, or embolization were documented. Immediate angiographic and transesophageal echocardiographic (tee) outcomes demonstrated complete obliteration with no flow in 25 patients, negligible residual opacification with minimal residual jets observed in 3 patients, and partial occlusion with moderate residual jets was observed in 2 patients. Serious adverse events: 3 patients with residual leak observed underwent repeat procedures 97-105 days after the index procedure in 1-3 additional coils were implanted. All procedures were considered successful and only 1 patient continued to show negligible residual opacification with minimal residual jet following retreatment. Patients were discharged after overnight observation without complications. One patient, an 87-year-old man, developed pericardial tamponade requiring a pericardial window. The patient was discharged home on the third day post-admission. A 78-year-old woman developed a small pericardial effusion without hemodynamic compromise. Subsequent subxiphoid pericardiocentesis was performed and 160ml of serosanguinous fluid was aspiration from the pericardial space. The patient was discharged home the following day with stable hemoglobin levels observe and no further evidence of pericardial effusion.

Manufacturer narrative:
Reported patient age (72 years) is representative of the mean age of all patients included in the study. 2 of the patients age who experienced adverse events reported in the article had ages reported as noted inthe event section. The reported patient sex (male) is representative of the majority of patients included in the study. The reported patient weight (91kg) is representative of the average weight of all patient included in the study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.